Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v328368, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# va1bgd0, implanted: (B)(6) 2017, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient had a loss of therapy on their left side as of an unknown date. It was stated that the neurologist interrogated the device and found high impedances on the left side, so the patient was referred to the neurosurgeon. As a result, the lead was replaced on date notified and the impedances returned to normal, resolving the issue. Once the lead was unhooked from the extension it was confirmed that it was damaged, with the most distal contact having unraveled from the rest of the lead. No environmental or emi issues were alleged, and no further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.